Event description:
A customer reported a malfunction on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was to use multiple daily injections as a backup therapy, and tandem technical support decided to replace the pump. Technical support completed a form on behalf of the customer, provided instructions for placing the pump into storage mode, and advised the customer on steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem using a provided return box and pre-paid label.